Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. An accident or impact might have weakened the fixation of the implant, consequently leading to electrode mobility. Other damages found during device investigation are most likely related to the explantation surgery. Furthermore, in situ measurements from 2016 showed temporarily an elevated gpi which was likely related to a transient air pocket over the reference electrode. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Device malfunction. No specific trauma has been reported. The recipient was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Device malfunction. No trauma has been reported. Re-implantation is considered.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. Furthermore, in situ measurements from 2016 showed temporarily an elevated gpi which is likely related to a transient air pocket over the reference electrode. However to determine an exact root cause a device investigation of the explanted device is necessary. Despite requested no information on possible next steps have been received.

Event description:
Device malfunction. No specific trauma has been reported. Re-implantation is considered.